Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had audio anomaly. The customer blood glucose level was 480 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl and 225 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as sweating, tired. Customer reports they did not hear the difference in the tones. Customer reports audio tone test failed. Customer's outcome pertaining to the complaint. The insulin pump will be "return" for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected absences of alarm, audio or vibrated anomaly noted. Device received with cracked retainer.